Manufacturer narrative:
All available information was investigated, and the reported clip open while locked could not be replicated in a testing environment. The complaint is not reportable, a letter is not requested and there is no indication of a product issue. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Cine review: additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image and one (1) fluoroscopic video were provided. In the still image the first implanted clip (reported device) and second cds (no reported issue) are in view. The still image was taken during active use of the second cds, prior to deployment of the second clip (no reported issue) which is attached the delivery catheter (dc) and is in the fully closed position, and potentially closed to an arm angle < 10° based on the tip-to-tip distance (no visible space in between the tips of the clip arms and clip arms parallel to l-lock shaft). Comparatively, the first implanted clip reported for cowl has a clip arm angle of ~25°; this is an estimation based on visual assessment of the naked eye and is not confirmed. The fluoroscopic video was taken post deployment of the second clip and removal of the second cds; both implanted clips are in view. The fluoroscopic view relative to the clips is orientated such that the clip arm plane is parallel to the observer's line of sight; the clip arm angle cannot be assessed. It was reported that after the lock line was removed the clip opened ~30° and was ultimately deployed at that angle. The fluoro still image provided indicates the post deployment clip arm angle was ~25°. However, it should be noted that per the instructions for use, after the lock line is removed (per step 33.1.2), step 33.1.3 instructs the user to conduct the second efaa check and provides the following note: "the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position". Per the IFU and by design, the user is able to close the clip after the lock line is removed and is instructed to do so if the clip arm angle is observed to change during these steps. Based on the reported incident details, it is unclear if the user performed step 33.1.3, as described. After the clip was observed to open to ~30° during lock line removal, the user should have re-closed the clip and conducted the second efaa check in accordance with the IFU. As such, it is recommended that follow up be sent to the account to verify the discrepancy between the reported incident details and IFU steps. If the user failed to attempt re-closure of the clip after lock line removal and / or did not perform step 33.1.3, this indicates a potential use error which resulted in the clip being deployed at ~30°. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image and video provided.¿

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip opening while locked it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 with a tethered posterior leaflet. The clip was placed a2/p2 medial with no reported issue. Leaflet insertion was performed and confirmed. After locking the clip and closing the clip arms, establishing final arm angle (efaa) was performed with no reported issue. The clip was deployed at which point the clip opened to about 30 degrees. A second clip was implanted at a3/p3 medial to stabilize the first clip. Mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.